Event description:
It was reported that the left ventricular lead exhibited an insulation anomaly. Surgery was performed and the lead was repaired with medical adhesive. All electrical values were acceptable. The patient's condition post procedure was good.

Manufacturer narrative:
.